Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and visited emergency room. The customer was also alleged possible under delivery anomaly. The customer blood glucose was unknown at the time of incident and the hyperglycemic event was treated with insulin pump and manual injection/insulin pen. The event involved product(s) mmt-326a, mmt-1780kl, mmt-397a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/ smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-326a. Mmt-1780kl was requested for return and customer response was the device will be returned. No product return is required for mmt-397a.

Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly and visit to emergency room for high bgs found on 07-may-2024. As per customer's note: exact time frame of the event is on: 06-may-2024. On (B)(4), svn#: 000317461393 - customer returned pump for an alleged pump error 23 alarm found on 14-may-2024. On (B)(4), svn#: 000315131684 - customer returned pump for an alleged blank display found on 23-dec-2022. The pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify possible under delivery anomaly, pump error 23 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/06/2023 to 01/16/2024 and 05/16/2024 to 05/24/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the dates of 23-dec-2022 and 14-may-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the dates of 23-dec-2022 and 14-may-2024 in the formatted history file. There was no data available to verify pump error 23 alarm on the event date of 14-may-2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the (primary) event dates of 06-may-2024 and 07-may-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the (primary) event dates of 06-may-2024 and 07-may-2024 in the formatted history file. Unable to test for possible under delivery anomaly and pump error 23 alarm due to critical pump error (open book image) alarm. Possible under delivery anomaly and pump error 23 alarm were unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 05/24/2024 17:07:00.000 and 05/24/2024 17:17:00.000. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator¿assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and force sensor. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Blank display was not confirmed. However, unable to verify possible under delivery anomaly, pump error 23 alarm, perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Customer alleged for possible under delivery anomaly and pump error 23 alarm were unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.